Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via email. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that scopes would not stay connected involving an olympus video system center. There were no reports of patient harm.